Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father reported via phone call that the customer had a motor error alarm on the insulin pump. The father also reported persistent no delivery alarms with the insulin pump. Customer stated they have performed tests on the insulin pump, but the no delivery alarms persisted. The father was unable to troubleshoot at the time of the call. Customer's blood glucose was 150 mg/dl. The insulin pump will not be returned for analysis.